Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure scope had dark image and light transmission poor was confirmed. However, the light fiber bundle breakage was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose, bent, dents and scratches on outer tube, loose light guide adapter. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the dark image, poor light transmission, loose and bent areas, dents and scratches on the outer tube, failed light transmission, and the loose light guide adapter was traced to component failure. In addition, the cause of the light fiber bundle breakage could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had light fiber bundle breakage, light transmission is poor, and the image is dark. The issue occurred during set up / inspection for use. There were no reports of patient involvement.